Manufacturer narrative:
Event radiograph received notes the implant is now located posteriorly (intended to be placed mid-anterior.) No immediate post-operative radiographs were received. Original height and placement is unknown. Patient is asymptomatic and surgeon elects to leave device implanted. No patient injury is reported. No device was returned for evaluation as it remains in the patient. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. Root cause of the migration is unknown.

Event description:
On (B)(6) 2020, patient underwent a ollif procedure at l4-s1. Reportedly during routine follow up, the radiograph noted the implant at l4-l5 was now posterior from intended placement. Patient is asymptomatic.